Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently inaccurate. The issue occurred in the past; therefore, troubleshooting could not be performed. Reportedly, customer changed cartridge. Customer's blood glucose reached the 200's mg/dl.